Event description:
Per the physician, the device was explanted (B) (6) 2010, due to severe redness and swelling around the implant site. No additional information was provided at the time this report was filed june 14, 2010.

Manufacturer narrative:
(B) (4)